Event description:
Patient was revised due to suspected metal sensitivity, pain, swelling, increased ion content.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.